Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a female patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was admitted to the hospital for the event of peritonitis. The patient stated that she did something wrong to cause the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event of break in aseptic technique was not reported. The patient believed that she had recovered from the peritonitis on (B)(6) 2011 because she was discharged from the hospital. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4) based on the information obtained during baxter's investigation, this incident was caused by use error - poor aseptic technique. A batch review was conducted on potentially associated lot h11a31034 and no issues were found related to the reported condition during the manufacture of that lot. The label review found the labeling adequate for the use error(s) identified in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.